Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device found the balloon to be torn longitudinally. The catheter was inspected for defects and none were found. The condition of the returned incident device was consistent with the complaint that the balloon burst. The evaluation found that the balloon had torn longitudinally. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre wire guided balloon dilatation catheter was used during a stricture dilation in the duodenal preformed on patient (patient age, gender, and weight are unknown). According to the complaint, during the procedure, the balloon burst before it reached the desired diameter. No pieces detached inside the patient and the procedure was completed with another cre wire guided balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre wire guided balloon dilatation catheter was used during a stricture dilation in the duodenal preformed on patient (patient age, gender, and weight are unknown). According to the complaint, during the procedure, the balloon burst before it reached the desired diameter. No pieces detached inside the patient and the procedure was completed with another cre wire guided balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.